Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found no fault or out-of ¿specification condition with the device. Method: simulated use testing (B)(4).

Event description:
It was reported, ¿box has failed. Please repair as needed.¿ there is no known patient impact. Attempts by medtronic to learn what type failure the user experienced were unanswered.